Event description:
Litigation papers allege patient has suffered significant discomfort, pain, stiffness and, upon information and belief, loosening of the hip, all of which results in difficult and painful mobility and ambulation, all of which is ongoing, and has or is at risk of metal toxicity from this implant, and needs ongoing care and treatment. **update** (B)(4) 2012 - medical records were received. The revision operative report indicated increasing pain, elevated metal ion levels, marked metallosis. It was noted that the surgeon felt the metallosis was coming from trunnion reaction and not a true wear out of the asr bearing.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.